Event description:
Covidien received a report of a missing segment of the display, where a reading was unclear to the user if the value was at 97 percent or if at 91 percent saturation. No patient harm reported.

Manufacturer narrative:
(B)(4) service center was unable to duplicate the reported problem, however, they replaced the front board for the customer. (B)(4).